Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap the bd to gui cable, and customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, an 840 ventilator had a loss of communication error. The ventilator was not in use on a patient at the time the malfunction occurred.